Event description:
On 01/18/2008, it was reported to boston scientific corp that an ultraflex covered ng esophageal stent was placed (pt gender and weight unk) in 2007. According to the complainant, "three days prior, the pt entered the hosp with dysphagia. A gastroscopy was performed and show[ed] the stent in situ, but partially broken in length. Some [of the] meshes occluded the lumen of the stent." Reportedly, "as a corrective action, a [second ultraflex covered ng esophageal stent was] implanted successfully." At the conclusion of the procedure, the pt was reported to be in "good condition."

Manufacturer narrative:
The device remains implanted; therefore, a device eval cannot be performed. The relationship between the suspect device and the reported event is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The 2007 15-month ultraflex esophageal stents products family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.